Event description:
Medtronic received information that a patient treated with a react catheter, solitaire stent, and phenom 21 catheter had complications. The patient experienced a stroke. Not specified hemorrhage or infarction. Nihss score available: 22, mrs score: 1. The event was fatal. The event was assessed as causal to the procedure and possibly related to the devices. No actions were taken. Pre-procedure mtici score: 0 final post-procedure mtici score: 3.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the cerebrovascular procedure was delayed because the cardiac procedure was performed first. Therefore, this adverse event was judged to be unrelated to this study.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported it was adjudicated the event wa causal to the study procedure and not related to study devices utilized.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the underlying disease 'stemi' was treated first and the cerebrovascular procedure was delayed. Therefore, this adverse event (ae) was judged to be unrelated to this study.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
From (B)(4) medtronic received information that a patient treated with a react-71 catheter had complications. 24 hours post procedure, the subject had an intraventricular hemorrhage and an intraparenchymal hemorrhage remote from the ischemic field. Baseline nihss 22. Pre-procedure mtici 0. Final post procedure mtici 3. Additional information received reported that the subject expired on (B)(6) 2024 due to subarachnoid hemorrhage. The patient with a history of intracerebral hemorrhage presented to the emergency department on (B)(6) 2024, due to loss of consciousness. Tests conducted in the emergency department revealed acute myocardial infarction (mi) and cerebral infarction, and the patient was admitted after undergoing a procedure. During the hospitalization, the patient developed intracerebral hemorrhage (ich), intraventricular hemorrhage (ivh), subarachnoid hemorrhage (sah), and cerebral edema. Due to the expected poor neurological prognosis, the family's wishes to not pursue life-sustaining treatment were respected, and the patient received conservative care until passing away. Additional information received reported that causality assessment is not related. The physician decided this adverse event was not related to the device or procedure. No hospitalization, no treatment, no actions taken. Additional information received reported that no autopsy was conducted. The physician decided that the adverse event was not related to the device or procedure. The patient had a history of cerebral hemorrhage 20 years ago, and was admitted to the hospital after calling 119 after a swimming pool staff member found the patient holding the wall and lowering his head in the swimming pool. There is an EKG accompanied by st elevation and acute mi and stroke are present. During evaluation, bp is not maintained, and conscious sedation state + vt arrest + lt. M2 proximal occlusion. Although both the brain and heart are problematic, it was judged that cardiac dysfunction should be treated first, and accordingly, infarct injury due to the delay in m2 mechanical thrombectomy was judged to be inevitable. After mechanical thrombectomy, ich, ivh, sah, and cerebral edema occurred. As the neurological prognosis was expected to be poor, the patient died during conservative treatment in respect of the family's wishes not to receive life-sustaining treatment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the physician decided that the adverse event was not related to the device or procedure. A stroke, not specified as hemorrhage or infarction. The sponsor assesses this event as possibly related to the study procedure and devices utilized (react 71, solitaire, and phenom 21).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the death is assessed as related to the study procedure and medtronic devices utilized (react, solitaire, phenom 21). The subject died shortly after being admitted for treatment of their index stroke. The site has used the term ¿subarachnoid hemorrhage¿ to describe the fatal event. A patient with a history of intracerebral hemorrhage presented to the emergency department on (B)(6) 2024, due to loss of consciousness. Tests conducted in the emergency department revealed acute myocardial infarction (mi) and cerebral infarction, and the patient was admitted after undergoing a procedure. Tests conducted in the emergency department revealed acute myocardial infarction (mi) and cerebral infarction, and the patient was admitted after undergoing a procedure. Due to the expected poor neurological prognosis, the family's wishes to not pursue life-sustaining treatment were respected, and the patient received conservative care until passing away.